Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe had damaged packaging. The packaging also had black marks all over the outside of it. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation: seven sealed 1ml luer-lok syringes were received, confirmed to be from batch # 7321997 (p/n 309628). Samples were visually evaluated. Six packages were found to have web trim sticking to the bottom web. Oily/greasy fm was found on the bottom web on one side of some of the packages. These are rejectable conditions. Product defect confirmed based on sample evaluation. DHR review for batch 7321997 (p/n 309628): manufacturing dates: 12/01/2017 to 12/02/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7321997 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect confirmed based on sample evaluation performed.

Manufacturer narrative:
Correction: medical device lot#: from : medical device lot #: 732997 to: medical device lot #: 7321997.